Event description:
It was reported that catheter withdrawal difficulties and stent dislodgment occurred. The target lesion was located in the left main artery. A 2.25x24mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and pre-dilation was done with an unspecified balloon catheter and the stent was inserted again. As the device reached the left main, the physician saw that the stent was filled with contrast prior to an attempt to inflate the balloon. The physician attempted to remove the device from the patient but the stent could not be pulled into the guide catheter. The physician decided to remove the stent together with the guide catheter and the guide wire. However, the stent could not pass through the sheath and was left in the radial artery. The patient was sent to surgery for removal of the stent in the radial artery.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).